Event description:
It was reported that the patient experienced blood glucose of 400 mg/dl with nausea and vomiting; the patient did not have ketones. He was treated in the emergency room with IV saline fluids; insulin was given via the pump. A family member reported that the patient had experienced a minor illness ("cold") and had blood glucose values of 300mg/dl to 400mg/dl during the week leading up to the hospital visit.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history.